Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed system failure: primary alarm background test. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found a primary audible alarm bdnd test. During the functional testing, the alarm was present when the pump was powered on. The cause of the issue was found to be pcb related. The interconnect pcb was replaced and the device was recalibrated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.